Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string was missing and the tampon was stuck inside. She was unable to remove the tampon and visited her doctor for assistance with removing the tampon. The doctor removed the tampon and she is doing fine.